Manufacturer narrative:
The customer reported the suspected turbine assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the tidal volume (vt) was out of range. The customer reported the vt was out of range by more than twenty percent 20%. The issue occurred during patient-use, the customer reported the patient was placed on a replacement ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported complaint was unable to be confirmed or duplicated. Additional findings indicate the turbine interface pcba has become corrupted and is failing. This issue has been internally investigated within vyaire.